Manufacturer narrative:
On 2/1/2019, mentor became aware that only one device returned (right side). The implant on the left was not returned. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This medwatch form is for the left breast prosthesis. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with two 450cc mentor smooth round moderate plus profile saline breast prostheses, experienced left breast capsular contracture and right breast prosthesis deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 450cc mentor smooth round moderate plus profile saline breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.